Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a shoulder rc repair, when the sutures passed through the suture threader loop of the healicoil knotless anchor, the tip of the anchor broke. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.